Event description:
It was reported that the pump battery was depleting too quickly, which led to the pump shutting down. There was no reported impact on the customer's blood glucose level as the caller declined to answer questions regarding specific blood glucose values. The caller was educated on the impact of a pump shutdown and confirmed their understanding. They were able to resume insulin delivery. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.